Event description:
It was reported that during an unspecified ankle surgery, it was discovered that the sagittal saw attachment device did not turn over. According to the reporter, when the attachment device was hooked up to the handpiece device and the trigger was pressed, nothing happened. The reporter stated that two different sagittal saw attachment devices were tested with the handpiece devices and they worked as expected. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. It was determined that the internal components were corroded and the bearing housing was damaged. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on the components from immersion and improper handling/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.